Event description:
It was reported that patient underwent knee procedure utilizing signature guides on (B)(6) 2011. The signature plan called for a 10mm bearing to be used, but during the procedure the patient was found to have a very large medial defect, requiring at least a 14mm bearing to get below the defect. Following the creation of multiple tibial drill holes, the patient suffered a fractured tibia on impaction of the tibial base plate. The fracture was repaired using a buttress plate and one (1) cannulated screw. There was a delay of more than thirty (30) minutes in the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Supplier's evaluation of event was limited to review of planning and procedures as the devices were discarded at the facility. Supplier confirmed that the guides were manufactured to the surgeon's preset preferences; no changes to the plan were initiated by the surgeon. This report submitted february 15, 2011.